Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometrial hyperplasia ("simple endometrial hyperplasia"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and endometrial hyperplasia outcome was unknown. The reporter provided no causality assessment for endometrial hyperplasia and medical device removal with essure. The reporter commented: essure is available at (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced endometrial hyperplasia ("simple endometrial hyperplasia") with endometrial thickening, uterine polyp ("polypoid endometrium"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("para-tubular cyst") and was found to have uterine leiomyoma ("two small leiomyomas in the isthmus"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, endometrial hyperplasia, uterine polyp, adenomyosis, uterine leiomyoma and adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri cyst, endometrial hyperplasia, medical device removal, uterine leiomyoma and uterine polyp with essure. The reporter commented: the removal of essure was performed due to medical reason (medically necessary). The primary reason was simple endometrial hyperplasia. Essure is available. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: endometrium is irregular in appearance, thickened and polypoid; adenomyosis within the myometrium; two small leiomyomas at the level of the isthmus; para-tubular cysts. Conclusion: non-atypical endometrial hyperplasia; presence of two leiomyomas of the myometrium; no significant abnormality of the tubes and cervix.. Most recent follow-up information incorporated above includes: on 11-aug-2020: essure removal questionnaire received - patient's information was updated. The removal of essure was performed due to medical reason (medically necessary), the primary reason was simple endometrial hyperplasia. On 14-aug-2020: all follow-up attempts done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6)2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6)2020, the patient experienced endometrial hyperplasia ("simple endometrial hyperplasia") with endometrial thickening, uterine polyp ("polypoid endometrium"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("para-tubular cyst") and was found to have uterine leiomyoma ("two small leiomyomas in the isthmus"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the medical device removal, endometrial hyperplasia, uterine polyp, adenomyosis, uterine leiomyoma and adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri cyst, endometrial hyperplasia, medical device removal, uterine leiomyoma and uterine polyp with essure. The reporter commented: the removal of essure was performed due to medical reason (medically necessary). The primary reason was simple endometrial hyperplasia. Essure is available. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2020: endometrium is irregular in appearance, thickened and polypoid; adenomyosis within the myometrium; two small leiomyomas at the level of the isthmus; para-tubular cysts. Conclusion: non-atypical endometrial hyperplasia; presence of two leiomyomas of the myometrium; no significant abnormality of the tubes and cervix. Most recent follow-up information incorporated above includes: on (B)(6)2020: essure removal questionnaire received - patient's information was updated. The removal of essure was performed due to medical reason (medically necessary), the primary reason was simple endometrial hyperplasia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced endometrial hyperplasia ("simple endometrial hyperplasia") with endometrial thickening, uterine polyp ("polypoid endometrium"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("para-tubular cyst") and was found to have uterine leiomyoma ("two small leiomyomas in the isthmus"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, endometrial hyperplasia, uterine polyp, adenomyosis, uterine leiomyoma and adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri cyst, endometrial hyperplasia, medical device removal, uterine leiomyoma and uterine polyp with essure. The reporter commented: the removal of essure was performed due to medical reason (medically necessary). The primary reason was simple endometrial hyperplasia. Essure is available. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: endometrium is irregular in appearance, thickened and polypoid; adenomyosis within the myometrium; two small leiomyomas at the level of the isthmus; para-tubular cysts. Conclusion: non-atypical endometrial hyperplasia; presence of two leiomyomas of the myometrium; no significant abnormality of the tubes and cervix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2020, the patient experienced endometrial thickening ("thickened endometrium"), uterine polyp ("polypoid endometrium"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("para-tubular cyst") and was found to have uterine leiomyoma ("two small leiomyomas in the isthmus"). On an unknown date, the patient experienced endometrial hyperplasia ("simple endometrial hyperplasia"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, endometrial hyperplasia, endometrial thickening, uterine polyp, adenomyosis, uterine leiomyoma and adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri cyst, endometrial hyperplasia, endometrial thickening, medical device removal, uterine leiomyoma and uterine polyp with essure. The reporter commented: essure is available at logipharma. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2020: conclusion: non-atypical endometrial hyperplasia; presence of two leiomyomas of the myometrium; no significant abnormality of the tubes and cervix; on (B)(6) 2020: endometrium is irregular in appearance, thickened and polypoid; adenomyosis within the myometrium; two small leiomyomas at the level of the isthmus; para-tubular cysts. Most recent follow-up information incorporated above includes: on 3-aug-2020: patient initials, age group, lab test and events thickened endometrium, polypoid endometrium, adenomyosis, two small leiomyomas and para-tubular cyst added. On 5-aug-2020: ha number received - (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.